Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. (B)(4).

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home and was lying in bed at the time of passing. The patient's family members and ems reportedly initiated CPR. Prior to passing, the patient received eight inappropriate treatments from the lifevest. At 10:48:54 pm, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was idioventricular rhythm at 70 bpm. The device was shutdown at 10:52:33 pm. The device was restarted at 10:53:06 pm. At 11:01:25 pm, the patient received the second treatment from the lifevest. The patient's rhythm was obscured by CPR and motion artifact. The post-shock rhythm was asystole with CPR and motion artifact. At 11:05:11 pm, 11:05:41 pm, 11:07:00 pm, 11:07:34 pm, 11:08:16 pm, and 11:08:48 pm, the patient received six additional treatments during asystole or asystole with CPR and motion artifact. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence that lead to the first and second treatment, but not immediately prior to shock delivery. The response buttons functioned appropriately.